Event description:
The account alleged the head of the bed will not go up.

Manufacturer narrative:
The technician found the head of the bed kept going flat because the CPR lever was stuck and engaged due to the plastic cover not being on correctly. The technician adjusted the cover so it would not engage the CPR function.